Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During an initial hip arthroplasty, there was difficulty seating the acetabular liner in the cup. After several attempts, the cup was removed and another cup and liner were used to complete the procedure. There was a delay of 60 minutes as a result of the event.

Manufacturer narrative:
(B)(4). This additional information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During an initial hip arthroplasty, there was difficulty seating the acetabular liner in the cup. After several attempts, the cup was removed and another cup and liner were used to complete the procedure. There was a delay of 90 minutes as a result of the event.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was not confirmed. Liner and shell were returned and reviewed. Visual inspection of the device shows multiple points of damage. The liner was placed into the cup and fully seated into the shell. The liner made a positive audible click that it had seated. No movement of the seated liner was identified. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.